Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging inaccurate control solution results. The reporter claimed obtaining control readings of ¿102, 112 and 105mg/dl¿ on the subject meter, which fell outside the accepted range as printed on the test strip vial. This complaint is being reported because the reported results did not meet lifescan¿s accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.